Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to not applicable. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had an unreported MRI, on (B)(6) 2017 that caused a motor stall. It was noted the patient was taking hydromorphone (50 mcg/ml at 10.007 mcg/day) and compounded morphine. The patient's pump was interrogated on (B)(4) 2017 and the results were normal for this patient. The device and clinical diagnosis was pump motor stall. It was indicated the stall was related to the MRI. No actions were taken and the issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the pump logs showed a motor stall occurred on (B)(6) 2017 at 10:37 with a motor stall recovery noted on (B)(6) 2017 at 10:57. No symptoms were reported. Event date was (B)(6) 2017. The patient's weight was (B)(6). No further complications were reported/anticipated.